Event description:
The user facility reported that an air embolism occurred during a bypass procedure resulting in a pt death. During follow-up communication, the user facility stated that they had completed an internal investigation and concluded that there was no indication of a product related cause for this event.